Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8850 centerline¿ endoscopic carpal tunnel release instrument, batch 5027156449, was received for investigation. Visual inspection noted chipping along both the outer and inner surfaces at the interface where the scope engages with the instrument. Functional testing was performed and it was observed that the scope would not properly align within the instrument. The cannulated shaft was found to be obstructed by a fragment. The most likely cause of the reported failure is attributed to misuse or mishandling of the device involving excessive force. The complaint allegation is confirmed. Refer to the attached investigation photographs for additional details.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a small surgery the dm was obstructed and the lens did not fit inside, therefore the device was unusable. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.